Event description:
A healthcare worker experienced a chemical burn on the arm after touching items from a load after a completed cycle. The worker was examined by a dermatologist and prescribed a burn ointment, and the symptoms resolved in one day. The vaporizer plate was not positioned correctly.